Event description:
A surgeon reported that one week following intraocular lens (iol) implant surgery, he is unable to correct the pt's unexpected outcome at the phoropter. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested on 11/17/2011 and 12/07/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).